Event description:
A (B)(6) female patient contacted zoll customer support to report that one of her batteries had been charging all night but would not power up her monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack (B)(4) is currently underway. The reported problem (will not power up monitor after charging all night) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.